Manufacturer narrative:
Extraneal and dianeal 2.5%. The peritonitis event was reported to be manifested by cloudy effluent. On the same day, the patient was hospitalized for the event. Eight days later, catheter removal was performed to treat the event (further treatment was not reported). On same day, the patient was deemed recovered from the event. Two days later, the patient was discharged from the hospitalized. Peritoneal dialysis therapies were planned to be resumed at an appropriate timing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. On an unreported date, the patient was hospitalized for the event. Treatment and patient outcome were not reported. Action taken with pd therapy was not reported. Additional information is not available.